Manufacturer narrative:
Mfg date: - requested but not available at the time of this report. Field service specialist visited account and replaced beam steering module (bsm) assembly . Realigned optical system including cameras. Calibrated new bsm assay. Verified system was operating properly. Re-tapped incoming voltage to 200vac setting. Site has been told and we (abbott) strongly recommend a ups system to regulate the incoming voltage. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient was a (B)(6) year old female. No issues were found post op.

Event description:
Surgeon reported that procedure was completed 70% in the left eye when laser stop due to slit motor failure. They had to close/cancel the remaining portion of the surgery to try to clear the error which was unsuccessful. Patient's flap was never lifted. It was a standard case. The remaining portion of the 30 percent of the case was performed after service was completed later that day. So it was delayed for about 2.5.